Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device received with normal operating current. Device passed self test. Device passed off no power test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 20 mg/dl. The customer also reported that insulin pump had compromised force sensor alarm, blank display. Drive support cap was normal. Reservoir chamber was cracked. Insulin pump did not turn on. The insulin pump will be returned for analysis.